Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not open after firing. The surgeon had to cut the device off the artery. There was no adverse consequence to the pt.